Event description:
It was reported to fresenius customer service that this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler was hospitalized for peritonitis. There was no specific allegation that this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow-up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2025 with abdominal pain and cloudy peritoneal effluent fluid noted at home. Peritoneal effluent fluid cultures, and a white blood cell (wbc) count obtained and tested in the hospital on ((B)(6) 2025 presented with serratia marcescens and enterobacter (species not reported) in the culture and an elevated wbc count (exact count not reported). The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. The patient was prescribed intravenous (IV) ceftazidime and IV cefepime (dosages and frequency not reported) to address the infection while hospitalized. The patient¿s pd catheter (not a fresenius product) was removed due to the nature and severity of infection. The patient was transitioned to hemodialysis (hd) for renal replacement therapy on a hospital provided hd device (unknown brand and model) for the duration of the admission. The patient had an uneventful hospital course, and he was discharged home on (B)(6) 2025. It was confirmed that the patient¿s peritonitis and associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues home hd therapy post-discharge with a plan to return to ccpd therapy on a newly received liberty select cycler upon resolution of infection.

Manufacturer narrative:
Correction: d5 (operator of device).

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported to fresenius customer service that this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler was hospitalized for peritonitis. There was no specific allegation that this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow-up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2025 with abdominal pain and cloudy peritoneal effluent fluid noted at home. Peritoneal effluent fluid cultures, and a white blood cell (wbc) count obtained and tested in the hospital on (B)(6) 2025 presented with serratia marcescens and enterobacter (species not reported) in the culture and an elevated wbc count (exact count not reported). The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. The patient was prescribed intravenous (IV) ceftazidime and IV cefepime (dosages and frequency not reported) to address the infection while hospitalized. The patient¿s pd catheter (not a fresenius product) was removed due to the nature and severity of infection. The patient was transitioned to hemodialysis (hd) for renal replacement therapy on a hospital provided hd device (unknown brand and model) for the duration of the admission. The patient had an uneventful hospital course, and he was discharged home on (B)(6) 2025. It was confirmed that the patient¿s peritonitis and associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues home hd therapy post-discharge with a plan to return to ccpd therapy on a newly received liberty select cycler upon resolution of infection.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid. It is well established that pd patients are at high risk for peritoneum infections. The root cause of this patient¿s infection can be attributed to a break in aseptic technique during pd therapy as reported by a medical professional. Nonadherence to asepsis through touch contamination during pd therapy is the leading source of transmission of peritonitis causing pathogens. This is further evidenced by the presence of a opportunistic microorganism (serratia) that transmits to susceptible immunocompromised patients such as the esrd population, as well as a pathogen (enterobacter) that is part of the normal flora of human gastrointestinal (gi), genitourinary (gu) and aerodigestive tracts. Therefore, the liberty cycler set can be excluded as a potential source or contributor to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius customer service that this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler was hospitalized for peritonitis. There was no specific allegation that this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow-up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2025 with abdominal pain and cloudy peritoneal effluent fluid noted at home. Peritoneal effluent fluid cultures, and a white blood cell (wbc) count obtained and tested in the hospital on (B)(6) 2025 presented with serratia marcescens and enterobacter (species not reported) in the culture and an elevated wbc count (exact count not reported). The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. The patient was prescribed intravenous (IV) ceftazidime and IV cefepime (dosages and frequency not reported) to address the infection while hospitalized. The patient¿s pd catheter (not a fresenius product) was removed due to the nature and severity of infection. The patient was transitioned to hemodialysis (hd) for renal replacement therapy on a hospital provided hd device (unknown brand and model) for the duration of the admission. The patient had an uneventful hospital course, and he was discharged home on (B)(6) 2025. It was confirmed that the patient¿s peritonitis and associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues home hd therapy post-discharge with a plan to return to ccpd therapy on a newly received liberty select cycler upon resolution of infection.